Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in the hospital, episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed via session record. Programming changes were made. Patient is doing fine.